Manufacturer narrative:
Photo or sample were not returned to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode. A possible root cause could not be determined at this time.

Event description:
It was reported that the prn separated from the intima-ii y 20gax1.16in prn/ec slm during the beginning of the infusion. The following information was provided by the initial reporter, translated from chinese to english: 'on (B)(6) 2019, an indwelling needle was placed into the patient during CT examination of intravenous infusion. At the beginning of infusion, the silicone cap of the indwelling needle fell off and could not be used. Then replace the indwelling needle"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the prn separated from the intima-ii y 20gax1.16in prn/ec slm during the beginning of the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: 'on (B)(6) 2019, an indwelling needle was placed into the patient during CT examination of intravenous infusion. At the beginning of infusion, the silicone cap of the indwelling needle fell off and could not be used. Then replace the indwelling needle".